Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the physician felt as if the inflatable penile prosthesis was cycling unusually and was not working properly. The physician plans on replacing the device at a later unknown date. No further information was provided.